Event description:
Patient status post retrograde femoral nail procedure implanted on approximately 2007 returned to surgeon complaining of pain on an unknown date. Patient was returned to operating room on (B)(6) 2012, two (2) screws were removed, patient was not revised to any new hardware. It was noted patient's fracture was healed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.